Event description:
Reporting status: serious injury / permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that two attempts to cross the lesion were made with two of another company's des stents. After both attempts, the stents were found to be flared. The vision was then attempted, but also failed to cross the lesion and dislodged. It is unk if the stent was retrieved or if the stent remains in the pt. Another company's 2.5 x 15 stent did cross and was implanted. No add'l event or pt info is available.

Manufacturer narrative:
.